Event description:
It was reported the system intermittently would not boot-up. No patient involvement in this complaint.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.